Event description:
It was reported that the following day after an implant, the right ventricular leadless pacemaker (rvlp) had elevated thresholds. The physician elected to explant and replace the rvlp. There were no patient consequences.